Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: 1/06 inratio 4.4 (coumadin dose held); a week later 1.3 inratio, 2.0 lab; the following day 1.3 (different inratio meter); patient 2: 5.9 (coumadin dose held), 3.9 lab; the following day 4.3 (different inratio meter), 4.7 lab. A replacement meter was sent to the customer.